Event description:
A customer reported an issue where the button on their device required at least six attempts to turn on the screen. There was no adverse impact to the customer's blood glucose level. The customer, who is out of warranty and in the process of renewal, declined a follow-up from customer technical support, and no further information was obtained.